Manufacturer narrative:
(B)(4). Event year: 2017. Batch # p92e76. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and 2 clips partially formed. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips and 1 partially formed clip was fed due to an anti-backup failure; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found the damaged causing the anti-backup failure and the feedbar damaged causing the lockout failure. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, the clips were not fed into the jaws properly as if jamming occurred. The event continued even though the device was fired off-site for functionality several times. Another device was used to complete the case. There were no adverse consequences to the patient.